Event description:
A journal article was reviewed that contained information regarding this lead. The right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. There were no patient complications reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding this lead. The right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397. Additional information has been received including patient demographics which have been added.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
Product event summary: the actual device was not received; however, performance data from the device was reviewed and no anomalies were found.